Event description:
It was reported that after insertion of the iab, gas bubble sounds were heard at the insertion site. The pump began to experience helium loss alarms. The iab was removed and replaced. There were no pt complications.